Event description:
During a standard treatment, the head of the handpiece heated up and burned the nurse's thumb when she removed the handpiece from the motor. No medical care was necessary. The dental practice doesn't want to supply further details, hence age can't be supplied. A second person was burned by the handpiece - see also MDR# 3003637274-2012-00032.